Event description:
A doctor informed representative that a 51-110-08 fracture plate had broken. A pt complained of swelling in doctors office visit. The pt advised the doctor at some point prior to the visit that pt had yawned and heard a snapping sound. X-rays taken by the doctor revealed that the 51-110-08 fracture plate was broken. The fracture plate was implanted in 2003.